Event description:
It was reported that a low priority 30166 (max air exceeded) alarm occurred on an amia automated pd system. This occurred during dwell one of peritoneal dialysis therapy. The patient was connected at the time of the alarm. During troubleshooting, it was reported that the red clamp (supply) line was not secured properly and became disconnected from the supply bag that led to this alarm. Renal therapy services (rts) reviewed proper procedures per the user manual with the patient. The patient would start over with new supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a disconnection was reported between the supply line of the amia automated pd cycler set and the supply bag, which is known to cause this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.